Manufacturer narrative:
The patient information is not available. Product complaint # (B)(4). Investigation summary ==> product (B)(6) was returned to field service for investigation. Data analysis: the complaint was not confirmed by log analysis. There was no evidence of the console shutting off while in use. However, (B)(6) had a controller error alarm (opm comm crc error ¿ event set # 1045) triggered while running an impella. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Given that this occurred on the console nine days before the complaint was submitted in salesforce and this was based off of a note on a console, most likely there was confusion of the placement signal disappearing with the console shutting down. Device analysis: the console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Event description:
The complaint at biomed reported that the automated impella controller(aic) shut down when in use with patient. The aic was replaced and no patient harm was reported. No other information is available.

Manufacturer narrative:
E1 initial reporter phone was added as it was omitted from the initial report that was submitted. G1 manufacturing site name should of been left blank on the initial report that was submitted. H11 added product history review as it was omitted from the initial report that was submitted. Product history review summary: there were no issues related to this complaint discovered when reviewing the product history of the console.